Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3.5cm cut line. The distal sutures on the anvil and cartridge sides were still anchored. The reinforcement material was still affixed to the distal sutures but was torn proximal to the distal end of the cartridge. It was reported that the device fired partially. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6) ), sigphandle, sig power sigphandle handle (serial#:(B)(6) ), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:n4e1973y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic duodenal switch procedure, the device rebooted once while inside the patient, not on tissue. The adapter and connection were rechecked, and the reload was reattached. It worked fine. The device rebooted a second time while inside the patient. The reload was reattached, and the surgeon was willing to try using it again. While firing the first reload across the small bowel, the power handle rebooted a third time. It stopped halfway across the bowel. When retracting and opening the jaws, the reinforcement material had to be cut off the reload to remove it from the tissue. A new power handle and clamshell were opened, and the original adapter was attached. A new purple reload was loaded, but a yellow triangle error appeared in the reload column. Another purple reload was opened but registered as a low zone 2 on the screen after cycling. A new adapter was opened and used for the rest of the case with no further issues. The surgeon decided to staple around the misfired location. After the procedure, the defective handle and adapter were used to test some of the used reloads. One purple reload still showed as a yellow triangle. Another used purple reload and used gold curve tip reload registered and showed as a used reload. Finally, the when partially firedreload was put on the adapter, it lit up as a new reload. When taking the safety off and trying to fire, it did stop and then recognized it as a used reload. After that, the reload would no longer display the tissue thickness chart. It only showed up as a used reload. Afterwards, the handle did not recognize the adapter and while being brought to/from the office the handle rebooted 3 times and is now completely dead.